Event description:
It was reported that the pump was alarming upstream occlusion. The patient's treatment was delayed approximately 1 hour. Per reporter, troubleshooting was unsuccessful. Continuous infusion rate: 5cc, reservoir volume: 328.1, given: 31.90, air detector: off, upstream sensor: on, length of infusion 72 hours, lock level: 2, closed system transfer device was used to fill cassette. Pump was not used to prime extension tubing. Event occurred while use with patient at home. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 4461308 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.